Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis as it was discarded. Therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
As reported the coil was used for tevar. An azur35 coil was used before using the coil in question. During pretest, the light of the v-grip turned green. Upon detachment attempt, the light of the v-grip turned green, and three audible tones sounded, but the implant found to be not detached under fluoroscopy. The end of the pusher was reinserted into the v-grip and again, pressed the detachment button. Three audible tone sounded as usual, but the implant was still not detached. The implant was unintentionally detached in the microcatheter when the coil was being withdrawn. The coil was withdrawn along with the microcatheter using a syringe and removed from the patient. The microcatheter was flushed out of the patient's body, and the implant was removed. To continue the procedure, the coil was replaced with another azur35 coil, and the procedure was successfully completed. There was no reported impact or injury to the patient.